Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon reported that the screw required approximately 20% more insertion force than normal. The surgeon did use the holding sleeve. Reportedly when removing the imf screws, both the left and right mandibular screws sheared in the threaded part. The surgeon removed one retained fragment on the right, but this caused damage to the mucosa so he left the retained fragment in the left side. The hospital did not retain the packaging or the broken screw for evaluation. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. According to the complaint description the lot number of the involved parts was either 8261600 or 8197688. The manufacturing documents of both lots were reviewed and no complaint related issue was found.